Manufacturer narrative:
Patient identifier information updated. Patient code information updated.

Manufacturer narrative:
The exact root cause of this issue is unknown but it is attributed to an unknown issue on the inspiration block. Customer confirmed that a replacement of the inspiration block fixed the issue. Additionally, there was no patient involvement in this event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Visible on the screenshots that the blower speed @30% voltage is plausible, that flow inspiration reading is 4.25 plm. Tightness test step of the inspiration valve test fails with a leak of 3.29 lpm. The press blower is -5.35 mbar @ blower off while -1.35 @30% blower voltage. Result received that the reading of the following values are not plausible: flow inspiration, press blower and dp flow prox. Customer changed back the power board and electronics.

Event description:
Customer reported that the device alarm 316 blower failure and alarm 401 inspiration valve or device leaky. Customer mentioned that the power supply be change because on other occasions that was the damage for alarm 316 blower failure. No patient involvement in this reported event.